Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Evaluation method: x-ray. Device evaluation summary: as received, the valve tissue has been cut off which appears to be due to hospital pathology examination. Approximately 6mm of tissue remains intact along the attachment. Calcification is evident in the remaining attached tissue, also evident in the x-ray. Pieces of tissue were also returned with the valve are most likely the valve leaflets. Calcification is also noted in the returned tissue pieces, and visible in the x-ray. Calcification most likely led to stenosis. Moreover, moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 2mm. Host tissue is moderate at the stent inflow, and moderate to heavy at the stent outflow. Device evaluation confirms that the valve exhibits calcification and pannus growth, which are the causes for stenosis. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a device quality deficiency during manufacturing that may have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral stenosis. According to the operative report and discharge summary, this is a (B)(6) year-old gentleman who had undergone prior mitral valve replacement for a bacterial endocarditis in 2006. He recovered nicely from this operation and was in his usual state of health until approximately (B)(6) of 2010. He started experiencing some increased levels of shortness of breath and worsening dyspnea with decreased exercise tolerance. Echo showed significant mitral stenosis. Findings: the sternum was firm. There was dense adhesions throughout the pericardial space. The aorta was soft and densely scarred, but with no palpable plague. The prosthetic biologic mitral valve was noted to be seated in good position with severe calcific degeneration of the prosthetic leaflets. Furthermore, there have not been any allegations of a product malfunction.